Event description:
It was reported that the lead exhibited a micro dislodgement on (B)(6) 2012. The lead was explanted and replaced the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.